Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the catheters. He did not have enough catheters sometimes to meet his needs so did not catheterize then, and had not called his doctor yet to prescribe more units.

Event description:
Intermittent catheter patient (user) stated he has a urinary tract infection (uti) concurrent with catheter use and had to go through a lot of extra catheters. During follow-up, the patient said he first acquired the infection on (B)(6) 2020 and it has not cleared, but was not invasive or hurt other organs. He was prescribed different antibiotics and went to the hospital for an injection, but did not remain in the hospital. After the shot, he was prescribed a course of antibiotic pills for ten days and was still taking them.